Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. Patient's father removed pod and realized the cannula had dislodged from the infusion site (abdomen). As treatment, a manual injection was delivered.